Event description:
The customer reported the system beeps after exposure stops. No pt injury was reported.

Manufacturer narrative:
Customer cancelled call, will call ge if problem reappears. (B) (4).